Manufacturer narrative:
Product complaint # (B)(4). Investigation summary osteotome is bent, therefore it does not fit through the jig. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip was broken. The broken fragment was returned stuck in 202471500 sigma hp uni fem fin blk sz 5. Additionally, the let surface was deformed. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. A functional test was not conducted due to post manufacturing damage. However, based on the observed condition of the device it is not unreasonable to conclude the device experienced difficulty to assemble, resulting in the subsequent breakage of the tip. A dimensional inspection was not conducted due to not being applicable to the complaint condition the overall complaint was confirmed as the observed condition of the sigma hp uni anterior chisel would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1 initial reporter facility address: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the osteotome was bent, therefore it does not fit through the jig. The case proceeded, but caused the item to become damaged. There was no patient consequence. The surgery was prolonged by two minutes due to the event. The chisel was broken during surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device malfunction, device interaction (2+ devices) : unable to assemble, will no longer be reported as there has not been a serious injury associated with this failure within the past 2 years. Please consider this the last manufacturer report number submitted against this malfunction.

Manufacturer narrative:
The device malfunction, visual : deformed/bent, will no longer be reported as there has not been a serious injury associated with this failure within the past 2 years. Please consider this the last manufacturer report number submitted against this malfunction.